Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was exhibiting high shock impedances. The impedances have been steadily increasing and are currently around 130 ohms. Boston scientific technical services recommended monitoring the impedances and performing a commanded shock if necessary. Additional information received indicated that no troubleshooting has been performed and the patient will be monitored remotely. This ICD remains in service. No adverse patient effects were reported.